Event description:
Customer reports that pt coughed and felt a "pop" at the colostomy closure site on post operative day #5. Pt was returned for reoperation and it was found that one suture had broke. Wound closure was repaired. Pt is reported to be doing well postoperatively.